Event description:
The patient reported that the device stopped working. The patient was seen by the audiologist. Testing conducted confirmed that the device was no longer functioning. An x-ray (date not specified) confirmed that the electrode array was in place. Explant surgery is to be scheduled.